Manufacturer narrative:
The main component of the device system; the other relevant components include: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2005, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving an unknown drug via an implantable infusion pump. The indication for use was noted as non-malignant pain and failed back surgery syndrome. It was reported the patient experienced failures of pump motor failure and catheter failure. The patient had injuries of failure of therapy, withdrawal, pain, and surgery. The date of injury was noted as approximately 2004-2005 for the revision surgery and 2008 for the explant. No further complications were reported.